Manufacturer narrative:
Based upon the investigation findings, the reported type iii-b is confirmed based on clinical assessment of available records. Adequate medical documentation and suboptimal imaging studies were available for this review. Product use was incongruent with the IFU due to: the 65 degree angulation of the aortic neck. Cautionary product use conditions that might have contributed to this event included: patent ima and extra renal artery; circular calcifications at bifurcation, neck and iliacs; circular ulcerative plaque (blood lumen) within the aortic sac. Patient factors that might have contributed to this event included the use of antiplatelet therapy due to the reduced ability to clot blood. During implantation, there was evidence to support a report of a persistent type I-a endoleak; this finding could not be radiographically confirmed. A difficult deployment, and the subsequent vessel damage to the common femoral artery was acknowledged; the vessel was successfully repaired. One day post implant, the patient suffered a non st elevated myocardial infarct due to a combination of chronic disease and acute blood loss due to the endovascular repair. The first subsequent procedure, a diagnostic cardiac catheterization, was performed. The patient was managed medically until two months later underwent a four-vessel bypass procedure. One month post implant, there was evidence to support a type ii endoleak which resulted in the patency of the highly calcified, false blood lumen. This system was supported by a right renal accessory artery (right distal aorta) and proximally by the inferior mesenteric artery (proximal aorta). A type iii-b endoleak at the superior margin of the false blood lumen, just below the visceral aorta, could not be entirely ruled out. The sac remained stable. Over time, the false blood lumen lost some patency from both its feeders, and the sac size remained stable at eight months post implant. Only after 12 months post implant, did the false lumen loose its supply from the right renal artery; the inferior mesenteric artery status was difficult to assess. The false lumen thrombosed distally, but the superior margin appeared irregular, which supported evidence of a type iii-b endoleak. There was interval sac growth at this time. The second subsequent procedure was confirmed. Operative notes support a type iii endoleak. Another manufacturer's bridge stents was placed, which successfully mitigated the endoleak. The patient was discharged home on the first post-operative day, on antiplatelet therapy. A manufacturing record review was performed, the lot met all release criteria with no related issues or deviations that would explain the reported event. The lot usage history showed all units have been consumed and no other units from this lot were involved in any similar event. The product labeling was reviewed and confirmed that the reported event is adequately captured in the existing labeling. Based upon the investigation findings, the root cause could not be determined based upon available information. However, medical documentation review indicated device use was incongruent with IFU due to 65 degree angulation of the aortic neck. Cautionary product use conditions that might have contributed to this event included: patent ima and extra renal artery; circular calcifications at bifurcation, neck and iliacs; circular ulcerative plaque (blood lumen) within the aortic sac. Patient factors that might have contributed to this event included the use of antiplatelet therapy.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Device remains implanted in patient.

Event description:
It was reported that approximately 26 months post implant of a bifurcated device and a suprarenal aortic extension, the patient developed an endoleak. The physician elected to implant a competitor device (gore). The patient was reported to be doing well and went home day 1 post op.